Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that insulin pump had crack. The blood glucose at the time of the incident was 300 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.